Event description:
Fracture of tibia because of over resection. Prosthesis implanted on (B)(6) 2009. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.